Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Unit failed visual inspection. Internal inspection revealed burnt components q1, q2 and q3 of 510-504-008 board. This condition of components q1, q2 and q3 can cause the power manager not to charge the batteries. The service technician deemed unit un-repairable. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator power manager will not charge the batteries. At this time, it is unknown if there was any patient involvement associated with the reported issue.